Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first steerable guiding catheter (sgc 60307u111) referenced is filed under a separate medwatch report number.

Event description:
This report is filed for the leak and difficulty to connect devices to the flush port (60307u107) which has the potential to cause or contribute to patient injury. It was reported that during preparation of the first steerable guiding catheter (sgc 60307u111), the stopcock was connected to the sgc flush port, but would unwind and not tighten. Multiple stopcocks were used, but would not tighten onto the flush port. The device was not used in the patient and was replaced. A new sgc (60307u107) was un-packaged and a stopcock was connected. The devices appeared to be secure and preparation was started, but the fluid column was lost. The stopcock was found to be loose; therefore, the decision was made to use a needle free valve as a connection between the stopcock and the flush port. The sgc was then used to complete the procedure without issue. There were no adverse patient effects or clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not identify a lot-specific quality issue. All available information was investigated and the reported leak was determined to be due to the loose connection between the stopcock and luer; however, definitive cause for the reported loose connection could not be determined. It is possible there is variation in the non-abbott stopcocks used during the procedure; however, this cannot be definitively confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling.